Manufacturer narrative:
Initial.

Event description:
It was reported that the user changed a dexcom g6 continuous glucose monitor (cgm) sensor and transmitter and subsequently did not receive glucose readings on the ilet pump, which was traced to the user not entering the new transmitter code after the change. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included technical troubleshooting and user education conducted remotely. Investigation of this case revealed user handling and pairing error, with the transmitter code not entered for the new g6 transmitter, resulting in absent cgm data to the pump. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.